Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable pump-pump won't run." The reservoir volume of the reported device was 76.7ml, rate at 100ml/24 hrs, and 22.10ml was given. There were small bubbles observed in the tubing that extends across the top of the cassette. There was no patient, or clinician injury associated with this occurrence.